Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the drive support cap was sticking out. The blood glucose reading was 165mg/dl. It was stated that her daughter only got some drops in it, but when it was disconnected insulin was coming out. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.